Manufacturer narrative:
D6b. If explanted, give date: device explanted date unknown. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. A few days post procedure, it was reported that the 56mm valve embolized into the ventricle. The evoque valve was explanted at an unknown date. The tricuspid valve was replaced surgically, and septal laceration from embolized evoque was repaired. The patient is improving and expected to get off ECMO. The patient's weight was down 2 kilograms, and annulus was measuring smaller than CT screening. Large coaptation gap which made identifying commissures very difficult. Intra procedural there was some difficulty capturing a portion of the posterior leaflet. Eventually it was believed that the posterior had been captured and proceeded as normal. At release there was trace/mild pvl posteriorly.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Internal review of post-operative day (pod) 2 tee confirmed the evoque valve embolized into ventricle with its septal aspect positioned near the right ventricular apex and the lateral aspect displaced toward the native tricuspid annular plane, with all anchors losing contact with the annulus. While the root cause cannot be identified from imaging, available information from the event description suggests that large commissures made leaflet capture difficult, specifically on the posterior leaflet. Additionally, at valve release there was trace/mild pvl posteriorly which could indicate lack of posterior leaflet capture. Therefore, the most likely cause of this event is due to a combination of patient factors (large commissures) and procedural factors (potential lack of leaflet capture). However, final leaflet capture is unable to be confirmed due to lack of procedure imaging. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. After internal imaging review of pod2 tee, it was confirmed that there is evidence of the 56mm evoque valve embolized into the right ventricle with all anchors losing contact with the annulus. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.